Manufacturer narrative:
No parts have been received by the manufacturer for evaluation after multiple attempts made. A medtronic representative went to the site to test the equipment. Found the mvs central processing unit (cpu) would not energize when the mvs was switched on. Replaced cmos battery. Updated bios settings per asm. Mvs cpu would energize when mvs was switched on. Mvs application would not load. Multiple corrupt files and multiple memory errors. Eventually launched task manager, explorer. Could do very little in the windows application, memory errors would not allow to open much. Ordered new mvs computer. The next day the medtronic representative contacted it support for network information, installed new mvs cpu, verified bios settings, copied files imagers, config to new mvs cpu, updated system config file with correct serial number. Entered networking information. Shut down system, started mvs and ias, took 2d shots for positioning of hole phantom and reference frame. Connected navigation, setup the navigation, took 3d spin to transfer to navigation, used pointer to verify geocal accuracy. Completed safety inspection. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that before a site was going to use their imaging system for a procedure, the mobile view station (mvs) was unable to boot up. They were getting line power but there was no display in the screen. The medtronic representative pressed the power button to the computer and the mvs booted up. To troubleshoot, the umbilical cord was unplugged. It was verified monitor button was on, verified uninterruptible power supply (ups) was functioning, and verified monitor connections. The issue was discovered prior to a case, and there was no patient present at the time. The surgery later that day was cancelled.